Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen, which is off-label usage of the device, on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient experienced feeling dizziness and was feeling groggy and funny. The cgm reading was 90 mg/dl, and the blood glucose reading was 500 mg/dl. No treatment was given at home and the patient was brought to the hospital by their wife. On the way to the hospital the cgm sensor eventually failed. When a fingerstick was taken the blood glucose reading was over 540 mg/dl. More blood work was done and the patient would have experienced diabetic ketoacidosis. The patient was treated with intravenous insulin. The patient was discharged after spending less than 24 hours at the hospital. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.